Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the device was used on a patient during their surgical procedure. The time in use for procedure is unknown. According to reporter, patient sustained a 1st degree burn during procedure. Further information regarding treatment provided to patient has been requested. No further information has been provided at this time. No permanent adverse effects reported.

Manufacturer narrative:
The warmer was returned to smiths medical for evaluation. The warmer was given functional testing at all three the temperature settings and the temperature output did not exceed acceptable temperature output during testing. The returned device was also tested for functionality of the over temperature alarm. The warmer's over temperature alarms were found to function as specified; the device would shut down once specified temperature limit had been reached at all three temperature settings. The reported issue could not be confirmed to have been device-caused. The returned device was found to operate as specified.